Event description:
Itchy rash of both hands and legs [rash pruritic]. Swelling of both hands and legs [oedema peripheral]. Case description: spontaneous report received on 05-aug-2009 from a physician regarding a (B)(6) male patient, (B)(6), whose relevant medical history included: degenerative joint disease. The patient received his first injection of synvisc (lot number: n0905; expiration date: dec-2011) into an unknown joint on (B)(6) 2009. About 2 days after the synvisc injection, the patient experienced an itchy rash and swelling of both hands and legs. He went to the emergency room and was given an unknown antihistamine. The treating physician saw the patient on (B)(6) 2009, at which time the patient still had the itchy rash and swelling of both hands and legs. By (B)(6) 2009, the itchy rash and swelling of both hands and legs had resolved. The patient then received an intra-articular injection of an unknown steroid and lidocaine. The patient did not receive any further synvisc injections. As of the date of receipt of this report, the patient outcome was recovered on (B)(6) 2009. The qa (quality assurance) investigation results were received on 12-aug-2009. The production and quality control documentation for lot number n0905, expiration date 12/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product and quality control documentation for lot number n0905, expiration date 12/2011 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.